Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. The incorrect pump time caused the customer to experience a low blood glucose (bg) level (30 mg/dl). Customer consumed carbohydrates to address the low bg level. Reportedly, the customer corrected the time and resumed insulin therapy.